Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis within the duodenum. During the procedure, the stent system was positioned at the target site. When the physician slide the handle proximally to deploy the stent, the physician "felt like that something was detaching inside the device" and that "something inside the device was unconnected." No visible damage was noted to the device and the physician was unable to determine what component of the device detached. The stent was unable to be deployed at all from the delivery system. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the ambiguity of what component of the delivery system "detached", the most conservative interpretation will be assumed and this will be considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The reported event of catheter component detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was kinked, stretched and accordioned for a distance of approximately 155 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at approximately 80 mm distal to the distal end of the proximal handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis within the duodenum. During the procedure, the stent system was positioned at the target site. When the physician slide the handle proximally to deploy the stent, the physician "felt like that something was detaching inside the device" and that "something inside the device was unconnected." No visible damage was noted to the device and the physician was unable to determine what component of the device detached. The stent was unable to be deployed at all from the delivery system. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the ambiguity of what component of the delivery system "detached", the most conservative interpretation will be assumed and this will be considered a reportable event.